Manufacturer narrative:
Concomitant product: product ID: 8835, serial# (B)(4), product type: programmer, patient. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
Information was received from a consumer and a company representative regarding a patient receiving intrathecal hydromorphone 20mg/ml and clonidine 600mcg/ml via an implantable infusion pump. The doses at the time of the event were not provided; however, as of (B)(6) 2015 the pump delivered hydromorphone at 0.121mg/day and clonidine at 3.62mcg/day. Indication for use was non-malignant pain and other non-malignant pain. Error codes of 8474 (pump reset) and 8478 (safe rate in use) were observed on the patient's personal therapy manager (ptm). The representative interrogated the pump and checked the event logs. The error codes were confirmed as reset - low battery and pump in safe state occurred on (B)(6) 2015 at 23:24. Per telemetry strips that were provided, reset occurred, reset occurred - low battery, and pump in safe state occurred (B)(6) 2015 at 00:32. Another pump in safe state message was observed on (B)(6) 2015 at 13:28. A motor stall recovery occurred message was also seen at this time. The pump was currently at minimum rate. The patient did not have any symptoms related to the event. The pump was replaced on (B)(6) 2015. Outcome was not provided. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Conclusion code was removed and updated to recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because, although the device meets design specification, medtronic made enhancements to the design making this the closest code available with respect to this event.

Manufacturer narrative:
Analysis of the pump (B)(4) revealed a high resistance pump battery.